Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that the bc181-05 70mm infant nasal tubing is defective. They further reported that the tube grooves are smooth. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint bc181-05 70mm infant nasal tubing was returned to fisher & paykel healthcare in (B)(4) and was visually inspected for the reported defect. Results: visual inspection revealed that the breathable film of the infant nasal tubing was torn between the first and fourth spiral near the distal end of the tubing. The circuit connector at the distal end of the damaged tube was missing. No other damage was observed. A lot check could not be performed as no lot number was provided. Conclusion: the root cause of the damage to the infant nasal tubing on the patient interface cannot be determined, but the customer has confirmed that the problem was found during use on a patient, so rough handling by the user is a possible cause. We have requested more information regarding "the tube grooves are smooth" as reported by the customer, however, we did not receive any further information. We have only received three other complaints for damage to the bc181 tubing. Our user instructions state: "use caution when positioning the infant interface. Sharp edges and/or abrasive surfaces may damage the product." A caution insert to remind the user to take extra care when handling the infant nasal tubing has been included in the packaging since 18 april 2011.